Event description:
A nurse reports that during intraocular lens (iol) implant surgery, there was difficulty loading the lens into the cartridge of the iol delivery system. Once the iol was inserted into the eye, it was noted the lens appeared to be scratched. The incision was enlarged to facilitate removal and replacement of the damaged iol.